Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during device upgrade it was noted that the right ventricular (rv) lead exhibited high threshold and was consistent during the procedure. Moreover, fluoroscopy was performed in which result showed likely the helix was not extended. To date, this rv lead remains in service. No adverse patient effects were reported.